Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on stapling of the stomach antrum, the surgeon tried firing the device, he was able to press the green button, but unable to squeeze the handle. They opened a new handle with same reload, but still would not advance. They then opened a new reload, and the firing was successful. There was no patient injury.